Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient presented emergently to the ER with back pain. The patient¿s aneurysm had ruptured due to a type I endoleak. A CT determined that the stent graft had migrated 3 cm from the renal arteries due to neck dilatation resulting in a type I endoleak. The aneurysm is currently 7 cm in diameter. A surgical graft was sewn to the aorta below the renal arteries and then to the endograft. Part of the stent graft was explanted (part of the main portion of the graft above the bifurcation). The patient was not compliant with follow ups post evar. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).